Event description:
It was reported the procedure was to treat a lesion in the right renal artery. The 5.50x18mm rx herculink elite stent delivery system (sds) was advanced to the target lesion however during inflation to 11 atmospheres, the balloon was noted to be leaking and could not be inflated. The sds was removed and outside the anatomy the herculink was submerged in water and bubbles were observed coming from the balloon. The procedure completed using another herculink. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported balloon material rupture and activation failure were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. It is possible that the balloon interacted with accessory devices and/ or anatomical condition of the lesion, which may have damaged the balloon and led to the reported balloon material rupture and subsequent activation failure; however, this cannot be confirmed. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.